Event description:
It was reported that the patient's lead had migrated which was confirmed by the healthcare professional. She had surgery scheduled to re-position the lead. Unable to follow up with the contact information provided, hence no additional information was obtained.

Manufacturer narrative:
(B)(4).